Event description:
The pt reported that subsequent to the implant of a protegen sling for treatment, pt experienced severe pain in their lower stomach, pain in their legs, feet and back, legs and feet "go to sleep", vaginal odor, discharge, voiding difficulties, vaginal bleeding, hematuria, urinary retention, urinary tract infections and worsened incontinence. Pt reported they couldn't sit to urinate, pt was "tired all the time, starts sweating and feels faint". Pt reported the "sling had rolled and has eroded". Pt reported that the device was removed. The device was not returned for eval. Therefore, no failure analysis is available. Without evaluating this device, co was unable to determine if the device met specifications, and co was unable to determine the specific relationship of the device to the event. Directions for use outline as potential complications: urinary retention or temporary or permanent lower urinary tract obstruction may result from over correction induced during a urethral sling procedure...infection...tissue erosion..."